Event description:
The customer obtained a higher than expected vitros na+ result from a single neonatal patient sample on a vitros 5600 integrated system, compared to a na+ result obtained from a non-vitros method. Patient: vitros na+ result of 143 mmol/l vs. Non-vitros result of 137 mmol/l. The vitros na+ result was reported outside of the laboratory and treatment was initiated based on the higher than expected result. The patient was given a decreased concentration of na+ in an IV treatment. The attending physician did not respond to multiple requests concerning the current condition of the patient. There was no reported allegation of patient harm as a result of this event. However, a falsely elevated na test result could potentially miss the diagnosis of hyponatremia or under estimate the severity of hyponatremia, and could potentially lead to serious health risks to patient, especially with preterm neonates. Therefore, based on the limited information provided and using the worst case scenario, this event could potentially lead to patient harm. (B)(4).

Manufacturer narrative:
The assignable cause of the event is unknown, however, the calibration in use at the time of the event, or the vitros calibrator kit utilized for the calibration in use cannot be ruled out as contributing to the event. The calibration in use was not verified using vitros performance verifiers, but only with non-vitros biorad controls. The post calibration biorad na+ results were within the customer¿s established ranges, but higher than expected when compared to the vitros peer mean and the biorad pi mean for vitros users. Acceptable vitros na+ performance was obtained after calibrating with an alternate lot of vitros calibrator kit. There was no indication the vitros na+ slides malfunctioned. In addition, an instrument related event cannot be ruled out as contributing to the event. Vitros precision testing performed 12 days after the event was not acceptable, indicating the vitros 5600 instrument was not performing as intended at that time. However, since no precision testing was performed the day of the event, it is unknown if the vitros 5600 instrument was performing as intended at that time. An ocd field service returned the vitros 5600 instrument to expected performance. The root cause of the event is unknown.